Manufacturer narrative:
The customer requested to have a philips field service engineer (fse) dispatched to their site. The fse confirmed the reported issue and replaced the blower motor assembly and the device was fully functional. Following the evaluation of the device, the fse replaced the blower motor assembly to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. The blower motor assembly was returned to failure analysis and the reported issue was verified. The resistance was high in two of the motor windings. The root cause was a failure of the blower motor assembly.

Manufacturer narrative:
The fse confirmed the reported issue and replaced the blower motor assembly and the motor control pcba, and the device was fully functional. Following the evaluation of the device, the fse replaced the blower motor assembly and the motor control pcba to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. The blower motor assembly was returned to failure analysis, and the reported issue was verified. The resistance was high in two of the motor windings. The root cause was a failure of the blower motor assembly. The motor control pcba was not returned. When/if the part is returned, the case will be re-opened, and investigation will be conducted at the component level.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 05oct2020.

Event description:
The customer reported blower failure. The unit no longer ventilates. Fan turbine in neutral and supply problem. There was no patient involvement.